Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery life issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 01/06/2014 with the following findings: the complaint was unable to be duplicated with investigation. Review of the black box revealed low battery warnings. A battery compartment crack was observed. The returned battery cap threads were damaged; the cap was unable to secure properly to the pump, however, a power issue was not experienced. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electric power draw was found to be within specification. There was no damage or defect to the pump¿s internal components.